Manufacturer narrative:
Result code: the pet lock was intact on the proximal end of the pusher assembly, the pusher assembly was kinked approximately 75.0, 117.0, 118.0, and 122.0 cm from the proximal end, and the coil was intact with the pusher assembly. Conclusion: the complaint has been evaluated. The complaint indicated that the coil was being delivered through another manufacturer's microcatheter and the pusher was kinked. Evaluation of the returned device revealed that the pusher assembly was damaged. This type of damage typically occurs if the device is improperly handled during use. If force was being applied while maneuvering the device at an angle, it is likely that damage such as this may occur. These devices are 100% functionally tested and visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. While advancing a ruby coil through another manufacturer's microcatheter, the pusherwire became kinked. The ruby coil was removed and the procedure continued successfully using two more ruby coils.